Manufacturer narrative:
G4: 23sep2020. B4: 28sep2020. The field service engineer (fse) states that the touchscreen was replaced to address the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 15sep2020.

Event description:
The customer reported touchscreen failure. The customer contacted product support and requested for service repair. The customer reported that the unit was not in use on a patient.